Manufacturer narrative:
Evaluation has been completed. Refer to the attached failure investigation summary report for detailed findings.

Event description:
It was reported that the nkv-550 ventilator was in o2 therapy mode while in use on a patient when the critical alarm light activated and the display became unresponsive. After several minutes, the device stopped delivering oxygen flow to the patient. Clinical staff immediately placed the patient on a non-rebreather mask when the device stopped delivering flow and subsequently transitioned the patient to another ventilator. During the event, the patient¿s oxygen saturation (spo2) temporarily decreased to below 85% but returned to baseline following intervention. No serious injury or permanent harm to the patient was reported. The affected ventilator was removed from service for evaluation.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.